Event description:
It was reported that decreased r-wave sensing and loss of capture were observed. The lead was explanted and replaced with normal parameters. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.